Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. A visual examination of the complaint device revealed that the device does not have any visual defects. Functional evaluation was performed and the balloon was able to be inflated. It was confirmed that the balloon was not burst consequently, not confirming the alleged issue; however a pinhole was noted on the body of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the biliary duct during a biliary duct expansion procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst during inflation. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the biliary duct during a biliary duct expansion procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst during inflation. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.